Event description:
Plastic sharp pieces of plastic from tampon inside vagina [foreign body in reproductive tract]. Plastic sharp pieces in tampon [product contamination]. Case description: consumer reported via e-mail that there were plastic pieces inside the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.